Manufacturer narrative:
(B)(4). Analysis description: no complaint received with return of device. Failure event observed during analysis. Final analysis of the partially returned lead found full breach degradation of the outer insulation noted at 4.7cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.